Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc instructed the customer to repeat three patient samples run right before and after the two discordant samples were obtained, and the results matched with the initial runs. Quality controls were within range at the time of event. The cause of the discordant, falsely elevated na and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument and an alternate dimension vista instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.